Event description:
It was reported to medtronic minimed that the customer reported pump rejected new batteries, button errors, infusion flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl, unomedical, mmt-332a.troubleshooting was initiated for insulin flow block alarm, battery failed alarm, keypad anomaly and/or stuck button alarm. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1715kl. No product return is required for unomedical. No product return is required for mmt-332a. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was successfully download using thus for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Failed battery test was not found in the history file and traces. Stuck key alarm was found on 08/23/2024 10:35--18:21 in history file. No delivery alarm were found in history file on or near event date in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, faded serial label. P-cap was attached and locked into place properly. Failed battery test is not confirmed. Keypad anomaly is not confirmed and responsive during testing . No delivery alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.